Manufacturer narrative:
(B)(4). Date sent: 12/07/2021. Additional information: please see attached op report.

Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported "received notice of claim stating patient had history of sigmoid colon resection with end colostomy and hartmann procedure to treat ¿complicated perforated diverticulitis." Four months later, patient underwent colostomy takedown. She was discharged in good condition, but re-admitted to the hospital six weeks later due to a small bowel obstruction. She underwent an exploratory laparotomy and the intraoperative findings revealed ¿an adhesive band to the staple line of the colo colonic anastomosis causing a mechanical bowel obstruction. This was lysed and no other intrabdominal findings were noted.¿ patient was again discharged but presented to the ER on post op day 12 with abdominal pain, diarrhea, nausea, and vomiting. She was diagnosed with probable gastritis and an ileus, but no bowel obstruction."